Event description:
On march 20, 2026, misonix® llc., a bioventus® co., received a report of an event involving two bonescalpel® 20mm, unilateral serrations disposables (part number mxb-b1, lot number 243116) that occurred during a procedure in 2025. The day and month of the procedure was not reported. Specifically, the reporter indicated that "the surgical team reported multiple overheating events during a single procedure, resulting in blade breakage and the system reaching its limits." Furthermore, "it appears that the patient sustained a minor burn." Permanent impairment to body structure or body function was not reported. Medical intervention required to preclude serious injury was not reported. Delay in treatment was not reported.